Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127; serial number: balloon: (B)(4), pump: (B)(4); catalog number: balloon: 72400024, pump: 72404127; UDI number: balloon: (B)(4), pump: (B)(4); expiration date: balloon: 06/20/2022, pump: 08/09/2018; manufacture date: balloon: 07/05/2017, pump: 08/21/2017.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter (aus). The physician tested the device and determined the device needed to be removed due to fluid loss. No device was implanted. The patient had no complications following the revision.